Manufacturer narrative:
Evaluation: one warmer device was received in fair condition and was manufactured in 2016. Upon testing it was found that the device tank leaked, but no cracks were found. The warmer gasket was replaced and device did not leak upon further testing. Based on the investigation, the complaint allegation was confirmed. The problem source noted the device required a pm.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer leaks water. There were no adverse patient effects.